Event description:
It was reported that the patient was presented via merlin.net and the pulse generator was found in backup vvi mode. The patient was brought into clinic for further troubleshooting. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.